Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the new hp052 handpiece locked out during the case and could not get it to work normally again. The test tip did not work when tested. Another device was used to complete the case. There was no consequence to the patient.